Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the device had cuff inflation/deflation issue. It was device¿s cuff was unable to deflate. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The reported event was confirmed. A visual inspection was performed and it was observed the inflation line is cut and the pilot balloon is missing and was not received. Inflation deflation/test was performed and it was observed the cuff inflated and held the air. Additionally the sample was submerged into a container filled with water and no leaks were observed. Therefore, no failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. The device history record was reviewed, and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the device had cuff inflation/deflation issue. It was reported that the device¿s cuff was unable to deflate. The customer reported that there was no patient injury.